Manufacturer narrative:
The following was provided by the customer for complaint investigaiton: one used list #b1003, 6" bifuse ext set w/2 check valves, rotating luer; lot #unknown; two used manufacturer unknown, microclave; lot #unknown. The secure lock collar at the male luer was observed to be cracked and broken. The male luer was fully connected to a female luer and the set was leak tested per product specifications. There was no leakage with the male luer to female luer connection remaining engaged. The reported complaint of a broken secure lock collar and subsequent leakage due to a disconnection can be confirmed. The probable cause is due to environmental stress cracking during use. The device history record (DHR) could not be reviewed because no lot number was identified.

Event description:
The event involved a 6" bifuse ext set w/2 check valves, rotating luer. A patient with an intracerebral hemorrhage was receiving propofol and fentanyl through an intravenous (IV) catheter. The device reportedly broke in situ, and the nurse responded to the patient¿s room due to alarms for blood pressure of 230/120. IV fluid was observed on the patient¿s bed at that time. No patient harm was reported but an additional IV infusion was required to manage the patient¿s blood pressure. Despite rapidly restarting these medications, the patient also required a one-time dose of IV labetalol and initiation of a nicardipine infusion. This remedied the situation. Other than the patient's blood pressure reading of 230/120, there was no other harm noted as a result of this complaint/event.